Manufacturer narrative:
(B)(4)

Event description:
It was reported "insertion of a 30 cc iab on the left side (based on access check) without insertion issues; iabp activation, and after 3-4 beats, the patient experienced a neurological issue with respiratory arrest anesthesiologist intervened, and the patient recovered". Additional information states that the patient's current condition is reported as "fine". The customer also reported that " the patient's condition resolved on it's own".

Event description:
It was reported "insertion of a 30 cc iab on the left side (based on access check) without insertion issues; iabp activation, and after 3-4 beats, the patient experienced a neurological issue with respiratory arrest anesthesiologist intervened, and the patient recovered". Additional information states that the patient's current condition is reported as "fine". The customer also reported that " the patient's condition resolved on it's own".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.